Manufacturer narrative:
Device evaluation summary: according to the information received, the sm mpp gel 425cc breast implant was noted with gel bleed. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view extending to the posterior view. Additionally, a tear within the crease/fold was identified on the posterior aspect measuring approximately 1.1 cm. The event described could not be confirmed as the breast implant was returned ruptured. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The exact date of explantation was not provided. Therefore, it has been estimated as (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of explantation: (B)(6) 2021. Reason for device explant and/or reoperation: gel bleed. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a mentor memorygel breast implant 425 cc and experienced gel bleed on the left side post-operatively. As a result, the patient is scheduled for removal and replacement with mentor gel breast implants (serial numbers (B)(4)) on (B)(6) 2021.